Event description:
Pt complains of pain upper chest radiating to left shoulder and diaphoretic which started about, plus nausea. The pt has a history of diabetes mellitus, hypertension, and elevated cholesterol, coronary artery disease status post cad myocardial infarction, status post CABG x3 coronary artery bypass grafts, hyperthryoidism. The pt took nitro spray for relief, and called emergency medical system . The pt was taken to an outlying hospital and transferred another hospital. A cardiac cath in 2003 revealed subacute thrombosis of the proximal circ stent. Two days passed after the stenting procedure until the adverse event. A successful thrombectomy ptca and stenting of occluded stent with zeta stents. The pt has had prior stents placed with no adverse events. The pt was given the following medications prior to and during this procedure: pre meds valium 5 mg and asa 325 mg heparin and versed prior to procedure.